Manufacturer narrative:
Additional narrative: no patient involvement reported. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part # 03.037.017, lot # l072516. Manufacturing location: (B)(4), manufacturing date: jul 20, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016 during training, the guide sleeve was unable to go through accurately. No patient or surgery was involved. This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complained guide sleeve shows several areas on the threads of impression marks and deformations (flattened thread). The rest of the instrument is in good condition besides of some slight scratches. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot l072516 was manufactured in july 2016 and all parts were according to our specifications. It is clearly visible that the deformed threads are impeding the proper function. It is likely that the device got damaged post manufacturing due to a hit of an unknown device or another hard surface during use and is likely the reason for this complaint. Based on these findings conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.